Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. No moisture damage was found on the keypad assembly or motor. Low battery alert less than 1 week unknown.

Event description:
The customer reported via phone call that the insulin pump had a short battery life. Customer also reported they have been getting replace battery now alarm shortly after a low battery alert. Blood glucose level at the time of the incident was 118 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.